Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the tl30 device arrived in good visual condition and without a reload present. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, all that was reported is that the stapler would not fire. No other details available. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what type of procedure was the device used in? Did the device lock out and could not be fired, or was the trigger advanced and no staples were deployed? The procedure was a small bowel resection. The device was used to close the common opening in the bowel limbs after completing a side-to-side anastomosis. The device closed normally and the firing handle deployed completely. Upon removal from the tissue, the surgeon noted that no staples deployed or appeared to be present in any form. He completed the procedure by hand-sewing the common opening.